Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and smart phone that occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint states the patient experienced a loss of connection. Product was not provided for investigation. Data was returned and evaluated. The customer complaint was confirmed. A root cause could not be determined.